Event description:
Boston scientific crm received information that this patient with this pacemaker and leads experienced a pocket infection. The entire system was removed and no new device or leads were implanted at that time. There were no complications noted, and no adverse patient effects have been reported to date. Boston scientific provided inconsistent implant and explant dates.